Event description:
I have been using a recalled philips CPAP machine for 9 months. I have had a dry cough, lung irritation and discomfort when taking a deep breath since I got the machine but did not connect the dots. I also have kidney pain in the morning. This may or may not be related. FDA safety report ID# (B)(4).